Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the system was removed apart from small distal piece of the right multifidus lead confirmed in post procedure x ray. Patient made aware and consented about risk of needing to leave part of the system behind if not feasible to remove. Attempts made to retrieve remnant, rest of device removed.